Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: lasso navigational variable eco catheter. Model #: d-1343-01-s. Lasso with auto ID catheter, model #: d-1220-82-s. Pentaray navigational eco catheter, model #: d-1282-11-s. Soundstar eco catheter, model #:m-5723-17. Webster coronary sinus with auto ID, model #: d-1353-04-s. C3 external reference patch, model #: d-1283-02. Smartablate pump tubing, model #: d-1320-01-s. C3 interface cable - therapeutic, model #: d-1286-03-s. C3 interface cable ¿ diagnostic, model #: d-1286-01-s. C3 interface cable ¿ diagnostic, model #: d-1287-05-s. Lasso eco cable, model #: m-5852-03. Soundstar eco cable, model #: m-5852-01. Pentaray navigational eco catheter. Smartablate generator, model #: m-4900-107. (B)(4). Are related to the same incident. (B)(4). Event description continuation: this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore it is to be considered serious and MDR reportable. Since both of the ablation catheters were used in the patient during the procedure. Therefore, we will be conservatively reporting both of the ablation catheters.

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required cardiac drainage. Initially, the smart touch bidirectional catheter (lot#:17445761m) could not be deflected toward the d curve during the procedure. The issue was resolved by changing to the second catheter (lot#17431088m). This issue was assessed as not reportable as the catheter was unable to deflect. The user was not be able to use the device and had to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The generator parameters were set to power control mode at a temperature limit of 42 degree celsius and 25w to 35w. They were using the smart ablate generator and the baseline was displayed at 31-32 degree celsius. There were no error messages observed on the biosense webster equipment during the procedure. During the ablation, the temperature dropped to the 27 degree celsius repeatedly. The temperature was displayed about 32 degrees celsius during the ablation for the cavotricuspid ishmus (cti). A steam pop occurred during ablation. The contact force value was reflecting as 15g. The patient's blood pressure dropped. The cardiac tamponade was confirmed by the ic echo. The cardiac drainage was performed. After, the blood pressure was stable. There is no information about the hospitalization. The patient was reported to be in an improved condition at the time the complaint was reported. The physician commented that he trusted the displayed temperature as the indication for the appropriate ablation. He also stated that in his opinion per his experience in comparing the stockert 70 system and the smart ablate generator, for this procedure the smart ablate generator reflected 4-5 degree celsius lower than if he were to have used the stockert 70 system.

Manufacturer narrative:
Additional information was received on the generator and pump concomitant products. Originally, we reported the smartablate generator product information as model #: m-4900-107 and serial #: unknown. The serial number has now been provided. Therefore, the smartablate generator information is model #: m-4900-207 and serial #: (B)(4). Also provided was a concomitant smartablate pump /mfg #: m-4900-208 / serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required cardiac drainage. Initially, the smart touch bidirectional catheter (lot#:17445761m) could not be deflected toward the d curve during the procedure. The issue was resolved by changing to the second catheter (lot#17431088m). During the ablation, the temperature dropped to the 27 degree celsius repeatedly. The temperature was displayed about 32 degrees celsius during the ablation for the cavotricuspid ishmus (cti). A steam pop occurred during ablation. The contact force value was reflecting as 15g. The patient¿s blood pressure dropped. The cardiac tamponade was confirmed by the ic echo. The cardiac drainage was performed. After, the blood pressure was stable. There is no information about the hospitalization. The patient was reported to be in an improved condition at the time the complaint was reported. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was tested for electrical performance, temperature response and generator test and failed on electrode # 6. Further examination revealed that the lead wire # 6 was broken causing an electrode open circuit. The catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. Further investigation revealed residues of polyurethane (pu) application at the t-bar anchored place which indicates a proper manufacturing assembly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed electrical and deflection tests however the root cause of the t bar displacement and electrical wire breakage cannot be determined. There was evidence of a proper manufacturing assembly; additionally all catheters are tested for electrical and deflection features before leaving the facilities. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.